Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 a patient alert triggered for an out of tolerance subthreshold lead impedance. Programmer save to disk data revealed an alert for a right ventricular defibrillator lead impedance of >200 ohms and the weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bipolar impedance = 912 to 1843 ohms between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has had a gradual and steady impedance increase and the impedance is now high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.